Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the rusty heatsink could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation there was severe cosmetic damage discovered. The top cover was dented, the front panel was cracked, the rear partition was broken, and the front panel bezel had been bent. The scope socket was found faulty as the connector output was worn out. The lamp life meter was reading at 100+ hours of use but did have a rusted heatsink. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus evis exera iii xenon light source loaner device was returned. During the device evaluation, the subject device failed the inspection due to cosmetic damage, a faulty scope socket, and a rusted heatsink. This report is being submitted to capture the faulty scope socket that was compromising the subject device¿s connection point. There was no patient involvement during this event.